Manufacturer narrative:
(B)(4). Batch # r58v7m. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with one ecr45w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lap appendectomy, they were using one of our staplers psee45a and they used two white reloads just fine. And they went to use the third white reload and it was jammed shut. Case completed with a bovie. There were no patient consequences reported.